Manufacturer narrative:
Insulin pump was received with button error alarm due to corroded keypad traces. Insulin pump had crack on case display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and missing end cap sticker.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer did not recall any significant events that led up to the alarm. Blood glucose level was 212 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).